Event description:
It was reported that the patient required an upgrade from single chamber to dual chamber pacing system due to symptoms attributed to pacemaker syndrome. The existing right ventricular (rv) lead was pulling through the suture sleeve. The suture sleeve was retied with a non-absorbable suture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.